Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy, dry, burn-like rash under all of the therapy electrodes. The patient's doctor's provided the patient with an anti-fungal cream. After using the cream, it was reported that the rash had improved.